Event description:
During priming of IV tubing to administer kcl IV it was noticed that the primary tubing used was incorrectly manufactured. The end where it would attach to the patient's IV has extra tubing and no luer lock for attaching. Packaging saved and given to charge nurse/manager. Manufacturer response for IV infusion device, carefusion (per site reporter). Sent us a return label.